Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 19435115/19757545. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 18388885.

Event description:
It was reported that all components were explanted due to an unknown reason. The explanted devices will not be returned per hospital policy. No further information has been obtained despite good faith efforts.